Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer was experiencing and unexplained high blood glucose. Customer was inserting a new reservoir and she herd a loud sucking noise, as if air was sucked into the pump or reservoir. Customer does not trust the device. An exact blood glucose value was not provided. No further information reported.

Manufacturer narrative:
The insulin pump passed the functional tests. However, a loud motor noise was noted during the rewind due to a faulty motor. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked reservoir tube, scratched reservoir tube window and cracked battery tube threads.